Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history (variableinfo = 3) due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 436 mg/dl at the time of the incident. The insulin pump had hardware low level failures error alarm. Customer was able to clear the alarm and able to complete rewind. Performed self-test and it did not passed. Customer also reported leak at the reservoir barrel and was unsure if leak was at past 1st or 2nd o ring. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.